Event description:
The customer reported that there was an intermittent loss of the live image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A cable needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.